Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the rv lead perforated the heart. The physician attempted to facilitate a proper drainage system but, was unable to stop the bleeding. As a result of the perforation, the physician was unable to implant system as was planned. A few hours later, the patient underwent a second procedure to suture the perforation. The patient was release from the hospital and underwent rehabilitation. A new system was successfully implanted approximately 2 months later. No patient complications were reported as a result of this event.